Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a disconnection between the transfer set, the patient connector and adapter. It was also reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient does not have a dedicated treatment room, the patient does not cover the pd catheter with plastic or tape while showering and one week prior to the peritonitis event, the transfer " unscrewed and hit the bathroom floor" at a store. The peritonitis was manifested by cramps and pain. The patient presented to the emergency room and was subsequently admitted to the hospital. Treatment was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available..

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.